Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the proglide device was used in a mildly calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, the suture of a proglide device was attempted to be placed using the preclose technique in the mildly calcified right common femoral artery. Reportedly, during suture retrieval the knot came out of the access site with the suture. The arteriotomy was 8f. The physician decided to perform a cut-down procedure to close the artery and continued the tavr procedure. The sheath was upsized to 14f for the tavr procedure. The tavr procedure was completed and a cut down procedure was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the suture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.